Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had sudden change in battery longevity. Moreover, review on outputs was done and technical services discussed with variable and higher threshold. Moreover, it was noted that the threshold had been fluctuating. As a result, longevity reflecting higher settings. Technical service then suggested could consider fixed output as it could conserve some battery. To date, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had sudden change in battery longevity. Moreover, review on outputs was done and technical services discussed with variable and higher threshold. Moreover, it was noted that the threshold had been fluctuating. As a result, longevity reflecting higher settings. Technical service then suggested could consider fixed output as it could conserve some battery. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was near elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but longevity showed near eri earlier than previously estimated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.